Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "the phaco handpiece has been isolated for investigation." (No known device problem) the operating room supervisor reported a corneal burn. The phaco handpiece has been isolated for investigation. Additional info on the event and pt status has been requested.

Manufacturer narrative:
The company service representative examined the phaco handpiece. The exterior displayed no defects. The handpiece was tested on a system. The handpiece passed all functional testing with no problems noted. The phaco handpiece was returned to the customer. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4)